Event description:
The customer reported observing liquid under the reagent probes while loading reagent onto the unicel dxc 600 synchron system. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a failed valve on the fluid distribution manifold for reagent probe b. The fse stated that the valve would not properly seal which caused the probe to leak. The fse replaced the valve to resolve the leak and repair was verified per established procedures. Beckman coulter internal identifier for this report is (B)(4).